Manufacturer narrative:
(B)(4). This is a report of use error, where the patient improperly disconnected and reconnect from the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line tubing during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. During troubleshooting, the patient reported that they had disconnected from the patient line without stopping therapy and reconnected to the patient line. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.